Manufacturer narrative:
The pcb is made of flame resistant materials, but excessive heat from the malfunction poses a risk of inhalation of smoke and/or harmful vapors from scorched materials. The pcb is not accessible to the user, and is grounded, reducing the potential for harm due to shock. Investigation for root cause is ongoing by sysmex corporation (B)(4).

Event description:
A user in (B)(6) detected a burning odor emanating from the analyzer after turning the power on. The user immediately disconnected the power. A service engineer was dispatched and found a burnt printed circuit board (pcb). No users sought medical attention due to the burning odor.

Manufacturer narrative:
The sysmex poch-100i instructions for use (IFU), chapter 7 - safety information & waste disposal, section 7.1 safety informations, warns the user: "if the instrument emits unusual odors or smoke, or if the instrument leaks: switch off immediately and unplug the power cable. Contact your sysmex service representative." The user immediately disconnected the power. Sysmex corporation (B)(4) (s-corp) performed the investigation. S-corp identified the dc/dc converter mounted on the liquid crystal display (lcd) control board (pcb no. (B)(4)) failed, and requested an investigation from the supplier of the pcb. Due to the charring of pcb no. (B)(4), investigation was impossible. Root cause was undetermined. S-corp replaced the analyzer. Pcb no. (B)(4) is not accessible to the user, and is grounded, reducing the potential for harm due to shock. The pcb is made of flame resistant materials and covered with a metal shield.